Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The return of the device may have aided the investigation in determining a cause for the experienced event. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the starclose se clip applier was being inserted into the exchange sheath, the exchange sheath was pulled from the artery into the subcutaneous tissue. A kink was noted in the exchange sheath. Another device was opened to use the exchange sheath, but as access was not able to be obtained, the second sheath was not used. Manual compression was used to achieve hemostasis. There was no adverse patient seqeula. No additional information was provided.